Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly came apart. No further information was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed as the lot number is unknown. Visual/microscopic inspection: the balloon size for this product is printed on the hub and identified the returned sample as a 9mm x 4cm balloon. A complete circumferential shaft break was noted at the proximal butt joint; however, the polyimide was intact. The edges of the break were examined under magnification (20x) and the edges of the break were jagged. The distal end of the balloon had been pulled through the proximal end, resulting in the balloon being prolapsed over itself and the distal tip, likely indicating retraction issues. No ruptures could be identified on the balloon. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.35¿ guidewire, and it passed without issue. No further functional testing could be performed due to the break at the proximal balloon glue joint and the inverted balloon. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the condition of the returned sample, the investigation is confirmed for a break at the proximal glue joint and retraction issues. Although no ruptures were identified, the investigation is inconclusive for material rupture as functional testing could not be performed. The investigation is unconfirmed for balloon detachment, based on the condition in which the sample was received (i.e. Balloon returned attached to catheter). The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, an alleged circumferential rupture occurred on the pta balloon. No further information was provided. There was no reported patient injury